Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that at 16:19 p.m. On (B)(6) 2024, the nurse who placed the tube felt that the resistance was large and could not be sent into the sheath when the patient was placed in the micro-cannulation sheath, and the whole device was withdrawn. After withdrawal, it was found that the front end of the sheath has wrinkles and cracks. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed and was determined to be manufacturing related. The product returned for evaluation was one 4.5fr microintroducer. The returned product sample was evaluated and a split was observed on the distal end of the sheath. Microscopic examination of the split found physical features associated with a manufacturing related defect. The characteristics observed which supported this type of failure included: damage which was longitudinally aligned; straight and well-defined fracture edges. Additionally, several sites of material buckling were observed adjacent to the split site. The investigation was forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that at 16:19 p.m. On (B)(6) 2024, the nurse who placed the tube felt that the resistance was large and could not be sent into the sheath when the patient was placed in the micro-cannulation sheath, and the whole device was withdrawn. After withdrawal, it was found that the front end of the sheath has wrinkles and cracks. No other information was provided. Additional information: the patient has suffered abrasions on the lining of the blood vessel, bleeding and fluid leakage, and is worried that there may be barbs or defective sample fragments in the blood vessel, but no relevant examinations have been performed on this.